Event description:
Complainant alleged that the clinician was attempting to pace a patient(age and gender unk) but the device would not capture the patient's heart rhythm. The clinician then obtained another device and successfully paced the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.